Event description:
The handheld device and software flashcard were returned on (B)(4) 2012. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the flashcard and the reported allegation was not verified. No corrupt files were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The reported behavior was replicated as it is expected behavior for the v7.1 software.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.

Event description:
On (B)(6) 2012, a physician's office reported that they were having issues with vns software during preparation to use the system. The handheld device had not been used in some time but had been plugged in for a while. A low back-up battery warning was seen. The message "file/cyberstore/7.1/language/ER is hidden is read only is system file, do you want to replace?", was seen repeatedly. This message was then followed by "error execute cab file timed out new application did not install". Multiple hhd hard resets were performed, which resulted in the same messages. Attempts for product return have been unsuccessful.